Event description:
Olympus was informed that during an ileostomy procedure, the device stopped functioning after the first usage. It was reported that an error code was displayed indicating that a metal was detected, and the teflon pad was melted. The procedure was completed with a different but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.